Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that burns had been reported with the use of an electric scalpel and forcetriad generator after application of betadine alcoholic 5%. Patient status not reported. Additional information has been requested.